Manufacturer narrative:
(B)(4) the opt844 interface is used to deliver humidified oxygen to patients. The opt844 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. Method: the complaint opt844 nasal cannulae was returned to fisher & paykel healthcare in (B)(4) and was visually inspected. Result: visual inspection revealed damage to the tubing. The tubing had been pulled out of the cannula manifold. And the grip was pulled partly off the proximal connector. A lot check revealed no other complaints of this nature for the lot number provided. Conclusion: the cannula would not have passed testing on the production line in a damaged condition. From the nature of the damage it appears likely that it was caused by the patient or caregiver pulling on the tube. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is disposed of. The user instructions which accompany the opt844 cannula contain the following warning: do not crush or stretch tube.

Event description:
A hospital in (B)(6) reported that the tubing of an opt844 nasal cannula became detached from the cannula. No patient consequence was reported.